Manufacturer narrative:
Patient involvement: it was previously reported that the customer reported that the unit was in use on patient; however, there was no indication that the device was in use when the issue was discovered.

Manufacturer narrative:
The device was evaluated by the field service engineer (fse) who confirmed and duplicated the reported issue. The field service engineer (fse) replaced the pcba da but did not resolve the problem. The fse then replaced the solenoid valve which resolved the issue. Additionally, the fse found a nav-ring failure during service of the unit. The fse replaced the front bezel to address the nav-ring failure which was unrelated to the customer's original complaint. The unit was functionally tested and successfully passed all testing. The unit was returned to service. Data acquisition (da) pcba and two solenoid valves were return for analysis. Visual inspection of all returned parts revealed no evidence of damage or contamination. A failure investigation (fi) was performed, and the technician reported that the customer complaint cannot be verified. The returned parts passed all testing. No fault was found.

Manufacturer narrative:
Date of this report: 04june2021.

Event description:
The customer reported proximal auto zero failure. The customer reported that the unit was in use on patient. There was no patient/user harm.